Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that the difficulty placing the lead was due to a patient anatomical issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During the procedure, it was noted that there was difficulty positioning the right atrial lead. The lead was not used and replaced without further consequences. The patient was stable throughout.